Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, a "baseline low" error message occurred with the led flashing simultaneously. There was no audible alarm heard. Medical intervention was required to prevent serious patient injury. There was no pt injury or negative consequences reported.